Event description:
Contact reported that the ceramic tip of the electrode broke off when activating the electrode for the first time. Fragment was removed arthroscopically, and no patient injury was reported as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.